Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported infection and hepatic dysfunction could not conclusively be determined through this evaluation. The patient remains ongoing with heartmate 3 lvas, serial number (B)(6). No further related events have been reported. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 entitled ¿introduction¿ lists infection and hepatic dysfunction as adverse events that may be associated with the use of heartmate 3 lvas. Care instructions regarding preventing infection are provided in various sections of the IFU, including ¿caring for the driveline exit site¿ and ¿controlling infection¿. Section 6 lists infection as a potential postimplant complication. The heartmate 3 lvas patient handbook, rev. C, is also available. Several sections of this handbook provide care instructions regarding preventing infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient began having hepatic dysfunction on (B)(6) 2021 and had total bilirubin of 4.0. Total bilirubin increased to 6.5 on (B)(6) 2021 then decreased to 4.2 on (B)(6) 2021. The hepatic dysfunction was noted as being possibly related to hepatic congestion. It was recommended that the patient continue diuresis towards resolution. It was also reported that the patient was admitted to an outside facility on (B)(6) 2021 due to major infection where the patient was given vancomycin and zosyn. The patient was then transferred on (B)(6) 2021 and diagnosed with bacteremia. Ertapenem was started on (B)(6) 2021. Bilirubin was trending downwards and the patient was discharged with no need for follow up.